Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 180mg/dl fasting. Verified test strips expiration date is 04/24/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2016. Reviewed meter memory: 1:271mg/dl (B)(6) 2016 08:25:00 am fasting:yes, 2:426mg/dl (B)(6) 2016 06:46:00 am fasting:yes, 3:502mg/dl (B)(6) 2016 06:27:00 am fasting:yes, 4:278mg/dl (B)(6) 2016 06:26:00 am fasting:yes, 5:487mg/dl (B)(6) 2016 04:16:00 am fasting:yes, memory concerns:271,426,502,278,487mg/dl.. Customer believed her results are inconsistent because her meter registers higher than another device they compared to. Other device 331 truetrack 445mg/dl. Ran blood test while troubleshooting 338mg/dl (non fasting)